Event description:
Event description cpi received information that this atrial sweet tip lead was repositioned two days post implant due to the absence of p wave or impedance values and dislodgement. It was repositioned, after which all measurements were within acceptable parameters.